Event description:
It was reported via repair work order that the nurse call was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported via repair work order that the nurse call was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.